Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 01:32:56. During night drain cycle one, the patient's ultrafiltration reading was 1965ml, indicating the home patient (hp) drained 1965ml more than their maximum programmed fill volume of 2200ml. No further information was available

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause was determined to be a false empty detect at initial drain after the initial drain alarm volume was met and a false empty detect at previous therapy last drain after minimum drain volume was met. Should additional relevant information become available, a follow up medwatch will be submitted.